Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that sometime post-op the patient had an allergic reaction. The patient is undergoing test to determine the cause of the reaction.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 1553201080; part # 1553201090; part # 5440030; part # 55840005545; part # 55840006540; part # 55840006545; part # 2990822, lot # h12b3289 and part # 2990722, lot # h12v2366. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.